Event description:
It was reported that the patient passed away due to an unknown cause. Product return is not expected. Multiple attempts were made for additional information; however, no further relevant information has been received to date.